Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28409. During an in clinic follow-up, the patient was experiencing pain. An x-ray was performed and no anomalies were observed. A pocket revision was performed and inflammation was observed due to infection. The device and right ventricular (rv) lead were explanted to resolve the event. The physician does not suspect a malfunction of the products caused the infection. The patient was stable and will continue to be monitored.